Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint indicates that battery does not exceed 50% of the charge. There was no patient involvement. The customer called and spoke with a philips remote service engineer (rse). The device was evaluated by the customer with assistance from rse. Rse confirmed that the battery will need replacement. The customer has ordered replacement external paddle to rectify malfunction. If additional information is received the complaint file will be reopened.